Event description:
Received a communication call to report the patient was hospitalized for diabetic ketoacidosis. In a follow up call the patient reported on (B)(6) at 8:55 am, she activated a new pod. At 12:52 pm to 4:36 pm she ate a total of 150 grams of carbohydrates and administered 3 meal boluses totaling 18.7 units of insulin. On (B)(6) her bg measured 21.4 mmol/l (385 mg/dl) with a bolus of 9.35u at 7:00 am, 20.6 mmo/l (371 mg/dl) with a bolus of 7.3u at 9:57 am, 11.2 mmol/l (202 mg/dl) at 2:25 pm and "high" (>27.8 mmol/l) (>500 mg/dl) at 10:26 pm, at which she gave a bolus of 25.0u of insulin. On (B)(6) at 12:00 am she had severe vomiting, so dehydrated that she was unable to speak, was in pain and was very incoherent. At 8:00 am her boyfriend called for an ambulance. Upon their arrival she was unconscious with bg reading 57 mmol/l. The pod was hanging off her skin and the cannula was no longer inserted into site, so the pod was then removed. Her site was wet with insulin. She was rushed to the hospital and was diagnosed for high bg and it was so high that she was also suffering from brain swelling. She was treated with manual injection of long-acting insulin and she was also given fluids intravenously (4 different site) which gradually brought her bg levels down. She was given potassium due to her potassium level was very low.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.